Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown liner, lot #unknown; item #unknown, unknown cup, lot #unknown; item #unknown, unknown head, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day due to showing signs of nickel allergy. Additional information was requested, however, no information was available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Xray image assessed but not sent to radiology at this time as the allegation against the product that does not yet have a revision planned is "possible nickel allergy" and product identification. Radiologist report would not assist investigation at this time. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.